Event description:
It was reported that noise was observed on both atrial and ventricular leads. As a result inappropriate hv therapy was delivered. A small nick in the atrial lead insulation was noted. The leads were explanted.

Manufacturer narrative:
Analysis found that the insulation was abraded at 33.5 cm and at 55.9 cm from the connector pin. The damage found was from the inside, most likely due to bending motion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.